Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the battery pocket site. Symptoms of fever and drainage from the pocket site were noted. It was unknown if the infection was device or procedure related. The patient was placed on antibiotic. The patient underwent an implantable pulse generator (ipg) explant procedure, and the patient was doing well postoperatively. The explanted ipg will not be returned per hospital policy.